Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male pt the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Two additional sets of electrode pads and AED devices were acquired to treat the pt. Please see reference medwatch reports: # 1220908-2015-00630, 1220908-2015-00746.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.